Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reported implant collar fracture at tooth site 36 and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10 (implant, tapered screw-vent, 4.1mm, sbm, 10 mm l) for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region, and a fractured screw fragment was identified stuck inside the implant (additional failure.) See pictures attached. It was confirmed by the doctor that the screw fractured occurred during the implant removal process. DHR review was completed for the subject lot number 1259396. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259396 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.